Manufacturer narrative:
When the patient returned for a planned follow-up staged coiling of 44 days post implantation of an enterprise across the neck of the basilar tip aneurysm, images showed that the stent had migrated proximally. All 4 distal markers of the stent were within the neck of the aneurysm. The proximal marker was nearing the vertebral basilar junction. It was reported that the proximal vessel diameter was 2.4mm and 3.1mm distally. During the index procedure, after the stent was placed, no other devices were utilized. The stent was placed, and the last angiogram was taken 30 minutes later that showed that the stent was still stable and in the same position as at deployment. During the second procedure, a staged coiling of the aneurysm, a 5french vertebral diagnostic catheter was used and placed in the subclavian artery. It was reported that the migration was not related to any device interaction. The current patient condition was reported as good. After the angiography was performed during the second procedure when the stent migration was discovered, the physician decided to discuss the case first with the surgeons. The following day, after acquiring permission from the patient, the physician decided that treatment with coils would be performed around two months after the index procedure. A cd containing procedural images was received and the following review was provided by an independent interventional neuroradiologist: findings: the cd provided contains 8 saved angiographic images. Image #1: subtracted ap townes view of left vertebral arteriogram. Demonstrates the presence of a small multilobulated wide necked basilar apex aneurysm directed superiorly. Contrast injection was made through a guiding catheter placed in the left distal vertebral artery. A microcatheter is noted in the proximal basilar trunk, possibly a prowler select plus. The diameter of the aneurysm sac, proximal and distal parent arteries cannot be determined as there are no reference markers on the provided image. There are no 3d rotational images of the posterior circulation. Visually, it appears that the right proximal posterior cerebral artery measures less than 2.5 mm, below the range recommended for the use of the enterprise stent. The angle formed between the basilar trunk and the right posterior cerebral artery is approximately 90 degrees. Image #2: non subtracted ap townes view of left vertebral arteriogram obtained at 12:05. A 4.5 mm x 22 mm enterprise stent has been deployed across the basilar apex aneurysm with full expansion of proximal and distal markers in the basilar trunk and right posterior artery, respectively. The stent is well centered across the aneurysm neck. It appears that the patient had a previous craniotomy and surgical clipping of possibly other aneurysms in the anterior circulations bilaterally. Image #3: non subtracted ap townes view of the skull obtained at 12:05 before contrast injection. Showed the same findings as on image #2. Image #4: subtracted ap townes view of left vertebral arteriogram. Showed the same findings as on images #2 and 3. There is no vasospasm noted in the basilar trunk or right posterior cerebral artery following stent deployment. Image #5: subtracted ap townes view of right vertebral arteriogram at 10:19. This angiogram was probably taken 44 days later when the patient returned for a second procedure. Note that the enterprise stent has since migrated proximally with the distal four markers flaring into the neck of the basilar apex aneurysm. The proximal markers are now nearing the vertebrobasilar junction and have moved below the origin of the anterior inferior cerebellar arteries. The aneurysm neck is no longer covered by stent and the aneurysm is still patent and filled in its entirety with contrast. Image #6: non subtracted ap townes view of right vertebral arteriogram at 10:19. Same findings as image #5. Note that the distal markers of the enterprise stent are now more separated than on the index procedure (compare with findings on image #3). Image #7: subtracted ap townes view of left vertebral arteriogram at 9:58. Same findings as on images #5 and 6. Image #8: non subtracted ap townes view of left vertebral arteriogram at 9:58. Same findings as on image #7. The product remains implanted, therefore, it is not available for analysis. The DHR indicated that the following: lake region lot number 01411955 is cordis lot number 13471635. Per lake region report (B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01411955. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Discussion: the proximal stent migration probably occurred early on during the 44 day period between the index and second procedures before the endothelialization process takes place. Stent migration was facilitated by a number of factors including vessel geometry, characteristics of the parent arteries, flow dynamics and stent design. In this case, the angle between the basilar trunk and right posterior cerebral artery is approximately 90 degrees. A more acute angle would have probably prevented some of the watermelon seeding effect, but at the same time may make microcatheter access to the aneurysm through the stent struts more difficult if the stent kinks. It is not possible to determine the exact dimension of the distal basilar trunk and the proximal right posterior cerebral artery without reference markers, but visually it appears that the distal parent artery may measure less than 2.5 mm, below the range recommended for the enterprise stent. Nevertheless, there is not a significant discrepancy between the sizes of the distal basilar artery and right posterior cerebral artery and the basilar artery does not appear to be wider than 4 mm. Turbulent flow at the basilar apex (terminalis configuration) near the aneurysm neck is another factor that may contribute to backward transmission of longitudinal forces along the axis of the enterprise stent. Since the flow is continuous and pulsatile, significant proximal stent migration may eventually occur over time. The enterprise stent, being closed cell, is also subject to easier proximal migration as any distal radial force may translate into longitudinal force from a distal to proximal direction. The reviewer states that it is unclear as to why the coil embolization was not performed during the index procedure. Therefore, no corrective actions will be taken.

Event description:
Implantation of an enterprise vrd 22mm stent was conducted for a wide neck basilar tip aneurysm. Stent placement was performed as follow distal part into the right pca posterior cerebral artery proximal stent part into the basilar artery with excellent coverage across the region of the aneurysm neck. Patient returned for angiography control and later coiling of the aneurysm on a month after the index procedure, and the image showed that the stent had migrated proximally with all 4 distal marker of the stent now within the neck of the aneurysm, and the proximal marker nearing the vertebral basilar junction. Cd with imaging will be delivered. Additionally it was reported that the lot number the device was 13471635. The vessel diameter was proximally was 2.4mm and distally 3.1mm, and the aneurysm was wide neck poly-lobulated basilar tip. After the stent was placed, no other devices were utilized. During the index procedure, the stent was placed, and the last angiogram was taken 30 minutes later that showed that the stent was sill stable and in the same position as at deployment.

Manufacturer narrative:
During the second procedure, angiography was taken approximately a month after the index procedure with a 5french vertebral diagnostic catheter was used and placed in the subclavian artery, and no device caused the stent to migration. The current patient condition was good. After the angiography was performed during the second procedure when the stent migration was discovered, the physician decided to discuss the case first with the surgeons. The following day, after acquiring permission from the patient, the physician decided that treatment with coils would be performed around two months after the index procedure. Additional information will be submitted within 30 days of receipt.